Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. The customer service team provided assistance with resetting the pump, and the customer was able to continue using the pump without further issues. The caller was advised to contact customer service again if the malfunction recurs, which they acknowledged and understood.